Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis to high blood glucose was over 600 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was 630 mg/dl at time of incident and current blood glucose level was 114 mg/dl. The customer was treated with insulin injections. The customer symptoms such as nausea and vomiting. The customer reported that the pump was not working properly. The customer allege pump was under delivering and it was calibrating correctly. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.